Event description:
Patient received intervention for pigmented striping looking like "bug bite's" on lower legs and was found to have autoimmune disease (sjogrens disease), which is a contraindication for laser treatment.

Manufacturer narrative:
Patient was given silvadene/hydrocortisone for intervention and antibiotics for preventative care. Treatment parameters were not followed because the patient had an autoimmune disease (sjogren's disease), which is a contraindication for laser treatment. There was no problem found with the laser device upon service evaluation.